Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('going to travel 4 1/2 hours for the surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included estradiol (estrogen). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menopausal disorder ("menopausal issue") and hot flush ("hot flushes"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, menopausal disorder and hot flush outcome was unknown. The reporter considered hot flush, medical device removal and menopausal disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: menopausal disorder, hot flush , going to travel 4 1/2 hours for the surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('going to travel 4 1/2 hours for the surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included estradiol (estrogen). On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menopausal disorder ("menopausal issue") and hot flush ("hot flushes"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, menopausal disorder and hot flush outcome was unknown. The reporter considered hot flush, medical device removal and menopausal disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: menopausal disorder, hot flush, going to travel 4 1/2 hours for the surgery. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.